Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when removing the catheter from the vizigo sheath and flushing the catheter it was noticed that there was "a lot of blood bleeding back" from the vizigo sheath. To troubleshoot the vizigo sheath was replaced, the issue was resolved, and the procedure continued. Additional information: the hemostatic valve was dislodged from the hub. The brim cap/hub was not dislodged inside the sheath. The sheath was being used on the patient. Air did not enter the patient's body. No blood loss reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-may-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when removing the catheter from the vizigo sheath and flushing the catheter it was noticed that there was "a lot of blood bleeding back" from the vizigo sheath. To troubleshoot the vizigo sheath was replaced, the issue was resolved, and the procedure continued. Device evaluation details: visual analysis revealed that the hemostatic valve is placed in its original place and broken next to the introduction area. Due to the condition of the hemostatic valve, an internal action was opened. A device history review was performed for the finished device (B)(4) number, and no internal actions elated to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).